Manufacturer narrative:
The initial reported event was received on 2016-04-08. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report (asr). The asr would have been submitted on 2016-07-31; however subsequent information was learned and the product no longer qualifies for submission via asr. New information from (B)(6) 2016 supports the event now qualifies for reporting via the bimonthly timeline. Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported an infection occurred. It was further reported there was vegetation present on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.